Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the patient, diagnosed with ¿neck lymph node metastasis following nasopharyngeal carcinoma treatment,¿ was scheduled for systemic chemotherapy. On (B)(6), 2025, a right brachial vein PICC line was placed at the IV access clinic. The patient was admitted to our department on (B)(6) 2025. Post-admission vascular ultrasound revealed no abnormalities. On (B)(6) 2025, chemotherapy with toripalimab combined with the gp regimen was administered. During morning rounds on (B)(6) 2025, the patient reported pain at the PICC insertion site. Right upper arm circumference measured 27 cm, an increase of 2 cm compared to april 27. The catheter lumen was obstructed. At 11:19 on (B)(6) 2025, abnormal parenchymal echo filling was noted around the right brachial vein catheter, nature to be determined, suspected thrombosis. Right axillary artery/vein, brachial artery, ulnar artery/vein, radial artery/vein: no abnormalities noted. Referred to vascular surgery department. Recommended treatment: enoxaparin sodium q12h subcutaneous injection and oral edoxaban therapy. Discontinue current chemotherapy cycle.